Manufacturer narrative:
Sensor 3mh00cwh9r8 has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was reprogrammed to perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Issue is not confirmed. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device. The customer was therefore unable to obtain sensor readings and became dizzy and lost consciousness. The customer was treated with oral glucose by a relative. There was no report of death or permanent injury associated with this event.